Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). This medwatch is for the customer's coaguchek xs meter. Refer to the medwatch with patient identifier (B)(6) for the nurse's coaguchek xs pro meter. At 10:15 am, the meter result was 7.3 inr. The customer retested within a few minutes and the result was 7.3 inr. At 11:02 am, the nurse tested the customer with a coaguchek xs pro meter and the result was 7.9 inr. At 11:29 am, the result from a laboratory was 4.3 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer was not anemic, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no changes in diet, no recent illness, no new medications, and bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The strips were no longer available for return. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.